Manufacturer narrative:
The lot was manufactured october 19, 2017 ¿ october 20, 2017. The device was received for evaluation containing approximately 235 ml of fluid in the bladder. Visual inspection on the unit via the naked eye shows no evidence of fluid coming out at the luer when the luer cap was removed. Microscopic inspection on the luer shows the cause of the flow problem was due to air bubbles blocking the fluid path inside the lumen of the glass capillary located inside the luer. The reported condition was verified. The cause of the air bubbles was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow through a large volume infusor. This event was discovered after successful priming and during patient infusion at the hospital. The infusor was filled with an unspecified medication. There was no patient injury or medical intervention associated with this event. No additional information is available.